Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. This is the final report.

Event description:
The recipient was reportedly prescribed cephalexin post implantation surgery. On (B)(6) 2019 the recipient was admitted to the hospital due to swelling and received 3 doses of rocephin. On (B)(6) 2019, the recipient was discharged and prescribed cephalexin for 7 days as a precautionary.